Event description:
The pt was revised because of complaints of pain and decreased range of motion. Poly wear of the insert and loosening of the femur were noted.

Manufacturer narrative:
Eval was not possible, as the product was not retuned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.